Manufacturer narrative:
Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review not required. Upon investigation of the actual device used in this incident, it was determined that the fridge door had failed. A field service engineer shut down the medstation and replaced the detent latch. The station was powered back on. The system functioned as intended after the field service engineer repaired the device. E1: (initial reporter state: (B)(6)).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager, the fridge door had failed. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.